Manufacturer narrative:
(B)(4). On the day after being admitted to the hospital, the patient was treated with intraperitoneal vancomycin (1500 mg, once a week for three weeks). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. The patient was hospitalized for an unrelated event. The day after hospitalization, the patient was diagnosed with peritonitis. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient was discharged three days after admission to the hospital. Twenty two days after event onset, vancomycin was discontinued and that same day the patient recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.